Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, though the device was not returned to olympus for evaluation, the root cause of the reported e01 error code (filling the basin with water takes too long)/scope preprocessor water filter not replaced issue was determined to be the result of the facility/user not following the routine water filter maintenance as described in the IFU. The event can be detected/prevented by following the instructions for use which states: chapter 7: work to be done monthly or weekly, as needed. 7.2 replacing the water filter (maj-2318) to prevent contamination of the rinse water, replace the water filter regularly, at least once a month. Also, replace it if an error code [e01] is displayed due to insufficient water supply. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope was reprocessed with an olympus endoscope reprocessor that had received an e01 error code (filling the basin with water takes too long). The facility confirmed the reprocessor's water filter had not been replaced for over a month. There was no report of patient injury or medical intervention associated with this event. Related patient identifier: (B)(6).